Event description:
During a ptca treatment procedure involving a calcified and 99% stenotic lesion in the proximal to middle portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 12 atm's on the initial inflation. The patient was asymptomatic during this event. It is noted that strong friction from the calcified lesion was encountered upon insertion and removal of the balloon catheter. A 6f medikite introducer sheath, a neo's soft guidewire (size unknown) and a zuma jl4 guide catheter (size unknown) and an encore inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.